Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and batch history, applicable previous investigation(s), applicable manufacturing records, video analysis and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak from the purple luer adaptor was confirmed and is likely related to the manufacturing process. A video of a functional test on a d/l powerpicc catheter was returned for evaluation. The purple luer adaptor had been accessed with a 20cc slip-fit syringe. As the syringe plunger was advanced, a dripping leak was observed emanating from the connection between the catheter luer adaptor and the syringe. The characteristics of the leak in the provided video were similar to a previously identified luer molding defect which could result in inadequate sealing of the luer adaptor with an interfacing device. Bd is working closely with manufacturing to prevent recurrence of the reported event.

Event description:
It was reported that when placing one catheter in this patient in the integrated ICU in the afternoon of november 8, the head of catheter clinic found that liquid leakage occurred at the joint on the purple side of the catheter when pre-flushing it.

Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, applicable previous investigation(s), sample analysis, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leaking catheter was confirmed and the cause was manufacturing-related. The product returned for evaluation was one 5fr d/l powerpicc catheter. Light usage residues were observed. An attempt to infuse water through the sample using a 12ml syringe revealed both lumens to be patent to infusion; however, when flushing the purple-luered lumen, leakage was observed at the interface between the luer adapter and the syringe. The connection between the purple luer and the syringe did not feel firm. An attempt to insert an iso taper gauge into the purple luer adapter revealed that it could not be fully inserted. Microscopic inspection of the purple luer adapter revealed a protrusion in the luer material within the orifice. The material was continuous with the luer material and appeared to prevent firm attachment of the syringe, as well as full insertion of the taper gauge. A longitudinally aligned scoring mark was observed within the orifice adjacent to the mold defect. The protruding material observed within the luer orifice prevented firm attachment with the syringe and resulted in leakage at the interface between the catheter and the syringe. The material was a defect that occurred during the molding process. Bd is working closely with the manufacturing facility to mitigate the potential for this type of event to occur.

Event description:
It was reported that when placing one catheter in this patient in the integrated ICU in the afternoon of november 8, the head of catheter clinic found that liquid leakage occurred at the joint on the purple side of the catheter when pre-flushing it.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed five other similar product complaint(s) from this lot number.

Event description:
It was reported that when placing one catheter in this patient on the afternoon of (B)(6), the clinician found that liquid leakage occurred at the joint on the purple side of the catheter when pre-flushing it.